Event description:
The report stated that during closure of the device jaws, the upper jaw broke away as a single piece. This piece fell into the pt cavity. It was retrieved. The procedure was continued without any further complications by using a new ls1500.

Manufacturer narrative:
Date of initial report : 04/03/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.